Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the available information, damage to the active electrode consistent with minute device mobility is likely the reason for device failure over time due to fatigue wire breakages. However, as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery.

Event description:
The hearing performance is affected. The user has been re-implanted.